Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the tearable puncture sheath cannot be completely torn open, resulting in the catheter not being able to detach. Catheter had to be replaced. No impact to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an uneven break in the t-handle of the micro introducer is confirmed, and the root cause was determined to be manufacturing related. One photograph of a micro introducer was returned for evaluation. An initial visual observation of the photograph showed half of the micro introducer sheath with a small ring of the t-handle plastic remaining around a catheter tubing. No further details of the uneven split sheath could be discerned. A small amount of use residue can be observed on the devices. The uneven break of the t-handle was determined to be related to the manufacture of the device. The investigation was forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.